Event description:
During use for a cardiopulmonary bypass procedure, the roller pump monitor went to blank. After several minutes, monitors became available for normal use. There was no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.